Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Interrogation revealed several mode switch episodes as well as loss of capture. The pacer was counting the paces that didn't capture in addition to the intrinsic p waves. Programming changes were made to increase pacing output.